Event description:
The manufacturer became aware of an allegation related to a rep dreamstation auto CPAP device. The manufacturer received information alleging hypersensitivity, inflammatory response, lung disease, and cancer. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging hypersensitivity, inflammatory response, lung disease, cancer, lung granuloma and other. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam particles were observed. No error codes were found. Box d and box h has been updated.